Event description:
A customer reported that an abo discrepancy occurred on galileo #(B)(4) with a donor sample with a history of being type a, rh positive.

Manufacturer narrative:
Images for initial testing results were not archived to the disk and were not available for review. Upon review of the customers results for repeat and manual testing, type ab positive was obtained on the galileo. Repeat testing on the galileo resulted as "no type determined". Manual testing resulted as type a positive with a weak reacting reverse typing. Based on images and faxed information, we were unable to rule out the sample or debri/fibrin as the reason for the unexpected result; cannot rule out sample condition as the reason for the initial ab positive result (the 1+ reaction in the anti-b well). Repeat testing of the sample produced the expected results. The instrument is performing according to specifications.